Manufacturer narrative:
The manufacturer received information alleging a low flow condition occurred. There is an allegation of the patient passing away. Further patient de-identified data was not provided. There is no further patient information that was provided and any type of medical intervention that occurred at the time of this issue. A philips representative was informed by the hospital that "the respiratory rate was high and the patient themselves had shallow breathing." It was confirmed that the "device was continuously used." The hospital informed the philips representative that "the patient was in bad condition, with one day or just a few hours to live, and passed away the day before." The philips representative received additional information that "there was no causal relationship between the patient's death and the device. The device was not retrieved since they consider that the "low oxygen flow" was caused by factors related to the patient or the environment." An attempt had been made for the device and components to be returned for evaluation; however, the investigation was unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
* 2024/08/15 00:38:05 est ((B)(4)). The manufacturer received information alleging a low flow condition occurred. There is an allegation of the patient passing away. Further patient de-identified data was not provided. There is no further patient information that was provided and any type of medical intervention that occurred at the time of this issue. A philips representative was informed by the hospital that "the respiratory rate was high and the patient themselves had shallow breathing.". It was confirmed that the "device was continuously used." The hospital informed the philips representative that "the patient was in bad condition, with one day or just a few hours to live, and passed away the day before." The philips representative received additional information that "there was no causal relationship between the patient's death and the device. The device was not retrieved since they consider that the "low oxygen flow" was caused by factors related to the patient or the environment.". Complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.